Event description:
A patient was reportedly beginning to experience an increase in seizures. The patient's vns off-time had reportedly been adjusted from 1.8min off to 3 minutes off. No further relevant information has been received to date.